Event description:
Patient states that insulin is squirting from infusion set tubing during priming of set. After pump motor stopped, insulin continued to exit tubing. Pt states there is a visible gap between piston and reservoir. Pt states that the malfunction occurred with 6 sets from involved lot number. Malfunction occurred prior to use.

Manufacturer narrative:
Evaluation summary: seventeen unused devices were returned for eval. Used devices: no used devices were returned for eval. Unused devices: the tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore, a flow test and a p-cap connector vent test were performed. The membranes in the p-cap connectors were humid on 6 samples which also failed the p-cap connector vent test. Reference samples: the reference material was tested and 2 samples had humid membranes in the p-cap connectors and also failed the p-cap connector vent test. The remaining 8 samples were found to be within specifications. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8200939. No relevant deviations during mfg were recorded. (B)(4)